Event description:
Literature report of patient receiving intrathecal pain medication for low back pain who developed sudden paraplegia. An encapsulated mass at t7 was removed surgically. Bacterial and fungal cultures of the catheter mass and the pump were negative. The patient has recovered function of the pt's left lower extremity without improvement of the pt's right neurological deficit. Schuchard, m., et al. "Neurologic sequelae of intraspinal drug delivery systems: results of a survey of american implanters of implantable drug delivery systems." Neurostimulation. 1998; 1 (3): 137-148.